Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that after use, a bd¿ pen needle malfunctioned as the¿ hub was detached from the outer cover after use. ¿this separation resulted in 2 or more needle stick injuries. No further investigation is available regarding care or medical intervention required.

Manufacturer narrative:
Investigation results: no samples or photos were returned for analysis. Unable to perform complaint lot history check for needle stick injury due to unknown lot number. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.